Event description:
Reportedly, 5 electrodes were outside the cochlea. The user has been reimplanted with a new device with a shorter electrode and there were no problems with the insertion of the electrode during reimplantation surgery.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. The recipient was re-implanted with a shorter electrode. This is a final report.

Event description:
Reportedly, 5 electrodes were outside the cochlea. The user has been reimplanted with a new device with a shorter electrode and there were no problems with the insertion of the electrode during reimplantation surgery. The explanted device will be sent to hq.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.